Manufacturer narrative:
One tacticath¿ contact force ablation catheter, sensor enabled¿ bid curve d-f was received for investigation. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
There were no performance issues with any abbott device.

Manufacturer narrative:
The investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During an ischemic ventricular tachycardia ablation procedure, cardiac tamponade occurred. During ablation, with a line of lesions along the anterior scar border zone, the patient became hypotensive. An echocardiogram revealed a tamponade of approximately 1..5cm in circumference, located on the left ventricle. A pericardiocentesis and blood infusion were performed to stabilize the patient.